Manufacturer narrative:
(B)(4). (B)(4). Firing trigger handle the analysis results found that the ets45 device was received instead of an ats45. The device with the firing trigger handle broken and with a blue cartridge reload loaded in the device. The reload was returned partially fired. The reload was disassembled to verify the condition of the spring cartridge lockout and was found normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and no anomalies were noted. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that two days after the catheter was inserted, the catheter was "pulled by something" causing it to separate approx 10cm from the rear of the catheter. "The sales representative (sr) has said the doctor was not sure what exactly pulled the catheter. The pt had been moved from the operating theater to the hospital ward, so the sr thought the catheter might have been caught on something (for example, the rails on the side of bed) during moving and it might have resulted in separation. There is no report that the pt pulled the catheter by himself. The sr has said the polyurethane tube was entirely separated, but the inner coil was not separated, just extended. After the event, the catheter was removed in its entirety, but not replaced as the pt no longer needed pain control." There were no reported pt complications.

Event description:
It was reported that during a gastric bypass, a problem occurred with device - the tissue was stapled but not cut and the cartridge fell out of the stapler. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.(B)(6).